Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment, and confirmed the reported complaint. The breathing system was adjusted to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment, and confirmed the reported complaint. The breathing system was adjusted to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.